Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5115702.

Event description:
It was reported that the patient was experiencing discomfort and inadequate pain relief due to lead migration, which was confirmed through x-ray. The patient underwent a revision procedure wherein the leads were pulled down to the appropriate level. The patient was doing well postoperatively. The leads remained implanted.